Manufacturer narrative:
Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 10/13/97. On 10/14/97 after iabp for 23 hours, blood was noted in tubing. The "leak in iab" alarm sounded a little later. (Event complications: unknown - reported 10/20/97.) (Pt's current status: unknown-rpt'd 10/20/97.)